Manufacturer narrative:
Investigation determined labels were not smudged, torn or obliterated in any way. Site had scanner investigated by onsite service engineers and found no issues. The instrument was tested following service and was returned to expected operation. No patient or donor samples were being tested. No erroneous results were released.

Event description:
The hand held barcode scanner attached to the ortho assay summit (oas) workstation misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).